Manufacturer narrative:
Device was used for treatment, not diagnosis. Andrews, b., fallat, l. And kish, john (2016). Screw versus plate fixation for chevron osteotomy: a retrospective study. The journal of foot & ankle surgery, 55, 81-84. This report is for an 3.0mm headless compression screw/unknown quantity/unknown lot number. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, andrews, b., fallat, l. And kish, john (2016). Screw versus plate fixation for chevron osteotomy: a retrospective study. The journal of foot & ankle surgery, 55, 81-84. The authors conducted a retrospective cohort study of chevron osteotomies to determine if a locking plate and interfragmental screw may provide a faster healing time and lower incidence of capital fragment displacement than tradition treatment. Seventy five feet (73 patients) including 68 feet in females and 7 feet in males, were included in the study which was conducted between 2011 and 2014. Median age was 47 years (range, 14 to 73 years). The three groups underwent fixation: one with one screw (30 feet), one with two screws with an axial loading screw (30 feet) and one with locking plate and interfragmental screw (15 feet). Each group included treatment with depuy synthes 3.0mm headless compression screw. Patients were followed-up postoperatively until radiographic healing had occurred. Results included: displaced capital fragment in the one-screw group that was 45 degrees dorsiflexed; displaced fragment in axial loading screw group that was 32 degrees plantar flexed with subsequent revision surgery; and one patient in the locking plate and interfragmental screw group reported continued swelling at the first metatarsophalangeal joint. The patient later requested removal of plate and screws and had no further complaints. This is report 1 of 1 for (B)(4). This report is for an unknown 3.0mm headless compression screw.